Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error and is a duplicate complaint. Please reference MFR report number 2032227-2016-52293 for the correct complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of over 600 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer treated at the emergency room. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump alarmed no delivery. The insulin pump was not returned for analysis.